Event description:
It was reported that the therapy had never worked for the patient. It was noted that the normal left sided pain was worse since the implant and that the battery site had become palpably warm on several occasions. It was noted that the impedances were within normal limits between 630 and 760 ohms. It was noted that the coverage was in the correct area but it did not help with the pain. It was noted that reprogramming was done. It was noted that the patient had pain and less than 50% therapy relief across at the left leg and across the low back. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the patient was doing well. Additional information received reported that the lead was mangled during explant and there were no deformities or electrical problems noted before disconnection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead found no significant anomaly. It was noted that the lead body conductor was broken from overstress or damage. It was noted that the number 15 conductor was broken 57.4 cm from the distal end. It was noted that the number 8 conductor was broken 7.0 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type> programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead.